Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a malfunctioning pump. No patient complications were reported in relation to this event.